Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the wake button was sticking. Customer's blood glucose level was 191 mg/dl. Reportedly, the customer reverted to an alternate method of insulin delivery.